Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the unspecified vessel the xience xpedition stent delivery system (sds) was advanced but met resistance in the 7 fr guide catheter at the aortic arch and could not be advanced further over the two guidewires to treat the bifurcation. The sds at the level of the aortic arch during removal caught in the guide catheter. The sds was removed separately from the anatomy/device. There was no reported adverse patient effect. The procedure was aborted and the patient to be treated with medical management. No additional information was provided.